Manufacturer narrative:
(B)(6). (User facility captured here due to character limitation in section). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid rhinoscope had broken lenses and a blurry image. The event was found during the receipt inspection. The procedure performed was diagnostic (diagnosis in the nose). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: e1, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and since the device was not returned for evaluation, it is likely that the malfunction was caused by excessive force from the customer. Olympus will continue to monitor field performance for this device.